Manufacturer narrative:
The user facility's biomedical engineer (biomed) on site has not been trained by the manufacturer. He did do some trouble shooting and discovered if he wiggled the power cord alternating current (a/c), power would be returned. The biomed is going to the third party to see if there is someone trained that can do the repair. He does not want service at this time. Biomed called back and spoke to technical support. He would like an fsr to visit hospital for repair on the unit. The user facility is currently not using this system 1 and are left with only one system. The field service representative (fsr) verified the complaint. He found intermittent breaking in power cord at plug end. The fsr ordered a new cord and installed the new power cord and checked the operation. The unit operated to the manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was going into battery mode. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.